Event description:
The complaint/event occurred on an unspecified date and involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer. The customer reported that the base of the blue valve leaked to varying degrees. In order to continue infusion, the extension set required replacement. The sixth faulty set, let blood bleed back from patient onto clothing and floor. There was patient involvement and unknown adverse event. This emdr potentially represents 6 similar occurrences of the same device and lot number without any other unique specific information.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review could not be performed and a probable cause could not be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.